Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, vomiting and body swelling. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the events. The patient was treated with vancomycin injection (2 grams, start dose, route and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Corrected information : upon follow up, the cause of the peritonitis was determined to be a gastrointestinal (gi) disorder associated with vomiting. Therefore a baxter disposable is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.